Event description:
Caller reported an incident of hyperglycemia of over 500 mg/dl, another incident of hyperglycemia in which she lost consciousness. Customer alleges that the spirit combo insulin pump is not delivering insulin correctly, causing hyperglycemia. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.